Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gtqsp serial number/date code (B)(4) is approximately 5 years 2 months of age. The user manual part number 1143151 rev f (sep-07) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumers is (B)(6) age. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer alleged after plugging in the chair to be charged, the battery box was feeling very hot, the fumes were coming from the chair. No injury alleged.